Event description:
Related manufacturer reference number: 3006705815-2023-00957. It was reported the patient lost weight and experienced discomfort at the ipg pocket site. As a result, surgical intervention occurred on (B)(6) 2023 wherein the ipg was relocated slightly and sutured deeper, addressing the issue. During the procedure, the left lead appeared to have migrated so the physician explanted and replaced the lead, addressing the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4) , serial: (B)(4) ; batch: a000129609. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.